Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bolus button on the insulin pump is not responsive when pressed. The customer did not provide their blood glucose level. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump had cracked case at display window corners, minor scratched display window and missing end cap sticker.